Event description:
It was reported that a patient underwent 2 previous left hip revisions within 5 years post implantation. Subsequently, that patient underwent a fifth revision approximately 9 years later due to dislocation. The head, liner and locking ring removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1; b5; g3; h2; h3; h6 no product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00306, 0001825034 - 2023 - 00308.

Event description:
It was reported that a patient underwent 2 previous left hip revisions within 5 years post implantation. Subsequently, that patient underwent a fifth revision approximately 9 years later due to unknown reasons. The head, liner and locking ring removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.